Event description:
It was reported that the customer request a replacement insulin pump. The customer stated that the insulin pump had a reservoir was sticking in the reservoir compartment. The customer stated that the reservoir did not want to come out easily. He cleared the notches, and when pulling on the reservoir, it became stuck. He also reported that there may be a chip on the groove in the threads of the reservoir compartment. The blood glucose reading was 47 mg/dl. He was unsure of how the damage occurred. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
No unexpected reservoir compartment anomalies noted, tested with a test reservoir and reservoir seated properly in compartment. The insulin pump had a cracked reservoir tube lip, minor scratches on lcd window, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.